Event description:
New information on (B)(6) 2014, stated that the lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
.

Event description:
It was reported that the patient presented in clinic complaining of fainting and a dizzy spell. Upon interrogating the device, loss of capture was noted on the lead. The device was reprogrammed and the lead remained implanted.